Event description:
A nurse called to report an intraocular lens (iol) had been removed and replaced about three weeks following iol implant surgery. They did not know the reason for the lens exchange. Additional info has been requested from the surgeon.